Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2018. Model number/ catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 14051438, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure.